Event description:
On (B)(6) 2011, the lay user/patient contacted lifescan (lfs) alleging a cocking control issue with her onetouch lancing device. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2011 at 4pm. The patient manages her diabetes with insulin (self-adjuster); however, the patient denied taking any action in response to the reported meter issue. According to the csr's documentation, the patient allegedly developed symptoms of dizziness and shaking three hours after the reported issue began and the patient reportedly administered self-treatment by consuming food and/or drink at an unclear time later. At the time of troubleshooting, the csr noted that the alleged issue remains unresolved. A replacement lancing device was sent to the patient. This complaint is being reported due to the following conclusion: the patient claims she was unable to test her blood glucose due to the alleged issue and reportedly developed symptoms suggestive of hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.